Manufacturer narrative:
H10. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2016, and then experienced revision surgical procedure on (B)(6) 2021 approximately 4 years and 5 months after initial implant. No images were provided. There is no device information provided. There is no other information available.

Manufacturer narrative:
D4: corrected the following: expiration date. H4: corrected the following: device manufacture date. H6: corrected the following: health effect clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided.